Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: zhu b, xue k, cai b, fang j. Evaluating the outcomes of three dimensional printing-assisted osteotomy on treating varus knee deformity from old tibial plateau fractures. Int orthop. 2025 feb;49(2):429-435. Doi: 10.1007/s00264-024-06365-4. Epub 2024 nov 6. Pmid: 39500767. Objective/methods/study data: the aim of this retrospective study was to evaluate the outcomes of three-dimensional (3d) printing-assisted osteotomy in treating varus knee deformity from old tibial plateau fractures. Between january 2019 and june 2023, a total of 15 patients consists of 2 males and 3 females) were included in this study. The 3.5 mm locking plate (tomofix plate) was used for osteotomy procedure. Followed up for 21.9 ± 8.6 (range, 12 to 28)months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes tomofix plate. Adverse event(s) and provided interventions possibly associated with unk - constructs: tomofix plate/screws (qty 1). -one patient experienced poor wound healing, which resolved after undergoing two debridement procedures; intervention: not provided.